Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that during dilatation in the proximal left anterior descending artery, an attempt was made to inflate the voyager balloon dilatation catheter using an unspecified inflation device; however, difficulty was experienced inflating the balloon and blood came back into the inflation device. The device was removed and another attempt was made to dilate the vessel using a second voyager balloon dilatation catheter; however, the same occurred. The site reported that both balloons were ruptured, but the ruptures may have been caused by the inflation device. Reportedly, the inflation gauge was not working; therefore, the inflation pressure could not be determined. There was no adverse pt effect. Though requested, additional info was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 201 mg/dl, 71 mg/dl and 162 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.